Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medwatch report states: this is a (B)(6) male with a history of a depuy asr hip system implant on (B)(6) 2011. On (B)(6) 2010: pt presented with recurrent bursitis in the right hip. Fluid was aspirated and blood was drawn for chromium serum levels. On (B)(6) 2010: pt presented with discomfort from right total hip arthroplasty and related recurrent bursitis. Pt has an asr total hip replacement. Due to persistent symptoms he wishes to undergo a revision surgery for his right hip, which was done on (B)(6) 2010.